Event description:
Complainant alleged that while attempting to defibrillate a pt (age and gender unknown) the device displayed a "defib fault 108" message and failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that the pt subsequently expired, however it was not related to the reported malfunction.